Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced severe glare and halos at night. The lens was exchanged for another lens model 6 months following the initial procedure. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.10. The lens was returned in a plastic specimen jar. Viscoelastic was dried on the lens. The optic anterior was gouged with a small split at the optic rings near the optic center. The posterior optic surface has a small cracked area between the optic center and the optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The root cause cannot be determined for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Power and resolution of the returned lens were verified by hwv engineering technician. The lens met specification for power (spherical and cylinder) and resolution. A facility representative reported an explanted iol with patient reason double vision especially looking at lights. The clinical reason was indicated as subluxation of lens. The multifocal toric company (1.50 cyl.) 21.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a monofocal toric, per information on the completed atiol form. The specific brand, lens model, diopter, and serial number information was not provided for the replacement lens. The information that a multifocal toric was exchanged for a monofocal toric suggests that the replacement lens model was an improved selection for this patient's vision needs. Follow up attempts were made for more information. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).